Event description:
It was reported that the patient experienced skin irritation, including itching and discomfort, after removed the pod and its adhesive. Initially, the symptoms were mild, but over time, the patient developed scarring, dark spots at the adhesive site, and a painful rash. Contact with clothing caused additional burning sensations. The patient visits their healthcare provider every 3 months.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.